Event description:
A customer reported that there was no video/error message, scope not connecting. The customer stated that the image froze and then completely blacked out. The customer also reported that the device said the scope wasn't connected, when it was. The customer reported that it occurred during use in an unknown location invilving the ec38-i10cl- vidoe colonoscope.

Manufacturer narrative:
The endoscope was inspected by pentax media service under service order (B)(4) and the technician was not able to duplicate the customer complaint. The technician did find some suction tube resistance, the device also passed the wet and dry leak tests. The technincian performed a cleaning and disinfection and anangulation adjustment. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.